Event description:
The caregiver (cg) contacted baxter's technical service center regarding only draining 5ml during the initial drain, which occurred on the homechoice (hc) during use during initial drain. The patient had a total ultrafiltration (uf) of 2416ml. The technical service representative (tsr) reviewed the uf cycle by cycle and cycle 3 equaled 221ml, cycle 2 equaled 74ml, and cycle 1 equaled 2121ml. The patient did not report any symptoms and was just questioning the readings. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported iipv. The rn stated she was not aware of this incidence. The rn stated the patient was in the hospital and is currently performing hemodialysis. The rn stated she would talk to the head rn to see if the head rn was aware of this occurrence. Product surveillance spoke with the head rn on (B)(6) 2012, regarding the reported event. The head rn stated she was aware of this event and that the patient's wife called her the morning after this occurred. The head rn stated that the patient had pressed a button to bypass the initial drain. The rn stated there was no patient injury or medical intervention associated with this event. In regards to the patient's hospitalization, the rn stated it was not pd related. The patient has not reported any other drain volumes or symptoms that meet iipv criteria.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.